Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a burning sensation over the implantable neurostimulator (ins) site. The patient felt a burning sensation after recharging the device. It persisted for weeks during the stimulation also when the stimulator is turned off. There were no known environmental/external/patient factors that may have led or contributed to the issue. Impedance measurements were taken and there were 2 electrodes over 10,000 ohms but pain coverage was okay. The issue was not resolved at the time of report. No surgical intervention occurred. It was unknown if surgical intervention was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.